Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre fixed wire balloon was used in the esophagus during an esophageal dilation procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the balloon popped. The procedure was completed with another cre fixed wire balloon device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.